Manufacturer narrative:
E4: the initial report was sent to us by the FDA. D4 - the UDI and related information is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. H4 - the manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), a clot traveled to the patient's brain causing a stroke. The patient passed away. No other details regarding the nature of this event were provided.